Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the buttons on the pump stopped responding today. The reporter stated that he never had an issue with pump¿s buttons prior to today. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 10/14/2013 device evaluation: the device has been returned and evaluated by product analysis on 09/27/2013 with the following findings: the keypad was fully intact, with no peeling or damage observed. All of keypad buttons responded when pushed. The keypad was removed and no evidence of keypad contamination was located under any of the button contacts. There was moisture corrosion visible on keypad flex connector.